Manufacturer narrative:
Concomitant medical products: product ID 399960, lot# v236048, implanted: (B)(6) 2009. Product type: lead: product ID 399960, lot# v010747, implanted: (B)(6) 2009. Product type: lead: product ID 3987a, lot# n070047, implanted: (B)(6) 2006. Product type: lead: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: implantable neurostimulator. (B)(4). F

Event description:
It was reported that there was a revision of the electrode placement on (B)(6) 2009. The patient had two systems at the time and it was not clear which lead or system was revised. Please refer to manufacturer report # 3004209178-2012-09645 for more information on this device.